Event description:
Event description cpi received information that this unipolar porous tined endocardial lead (4150) was removed from service due to non-capture. It was replaced with another cpi lead (4285).